Event description:
It was reported that an episode of ventricular fibrillation showing post-sensed t-wave oversensing was observed on the device. Patient did not receive any inappropriate therapy or shocks. Programming changes were recommended. No further information available.